Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the cause of the event was lead dislodgment/migration. The event was not due to programming or the programmer. It was noted that surgical intervention occurred and there was a replacement on 2013 (B)(6). There was an x-ray on 2013 (B)(6). It was noted that there was reprogramming. The patient was not getting any cover to the painful areas. This was described as the low back and low extension. It was noted that after replacement there was good coverage of painful area. The patient did not require hospitalization due to the event. The patient outcome was recovered without sequelae.

Event description:
It was reported that the patient had no stimulation sensation. It was noted that the patient had issues with the device. It was noted that within a year of the device being implanted ¿it just stopped working.¿ it was noted that the patient had the leads replaced but still had the same implantable neurostimulator. It was noted that the patient experienced pain in the back when the leads were not functioning.

Manufacturer narrative:
(B)(4).